Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure in the pancreatic duct, performed on (B)(6) 2022. During the procedure, the stent failed to deploy from the pusher. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of pancreatic stent deformed and damaged.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was deformed in different sections and the stent was torn in proximal section. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it was observed that the stent is deformed in several sections and in the proximal orifice is torn, possibly during the procedure it could be found some difficult to deploy the stent, which could cause that an additional force was used, as a consequent that the device was deformed and torn. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.